Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse while on site troubleshooting the system was able to recreate the reported error and confirm that the issue is related to the blue fiber cable as the blue fiber cable when moved from port to port followed indicating an issue with fiber connection. Fiber connection was also confirmed in the logs with 31089 errors indicating fiber degradation and miscommunication among carts from the vision tower. The fse replaced the two circula armored blue fiber optic cables to correct the issue. The system has been tested and verified and is ready for use and system was able to power on with no issues multiple times. Isi did not receive the cables involved with this complaint to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) reported that the system powered up with the boom disabled and displayed only a boom disabled message without an accompanying error code. Tse had the site power off the system and disconnect the blue fiber from the console, as the logs showed error 307 events on the console. The system was then powered on with only the patient cart and vision cart connected, and after performing an emergency power off of the patient cart and cycling the vision cart breaker, the system was powered back on and again showed a boom disabled message with no error codes. The system did not return to normal operation after the breaker reset, and the site indicated they would use a different system for the next case. There was no patient involvement.